Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a varipulse¿ bi-directional catheter. Mid case, there appeared to be a clot forming on the tip of the vizigo sheath or on the varipulse¿ bi-directional catheter. The varipulse¿ bi-directional catheter was removed- no clot seen. The vizigo sheath was aspirated, and there was no clot retrieved. The varipulse¿ bi-directional catheter was reinserted and the clot was seen again on intracardiac echocardiography (ice) imaging. At this point, the physician aborted the procedure. The catheter and sheath were removed. It was then noted that there was a wire that had become "loose" and was poking through the tip of the sheath. The wire was broken off during inspection of the sheath after removal. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The clot was assessed as MDR reportable under both the varipulse¿ bi-directional catheter and the vizigo sheath. The wire that had become "loose" and was poking through the tip of the sheath was assessed as MDR reportable under the vizigo sheath.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-mar-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 11-feb-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 15309025 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).